Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this pacemaker and right atrial (ra) lead, noise was observed while the pocket was being sewed up. The physician reopened the pocket, removed the lead from the device header and reinserted back into the header, however, the set screw was felt to not be operating appropriately. The device was explanted and replaced with another device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation noted a cored out hole in the ra seal plug. The pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Additional information was received that the noise was oversensed and resulted in pacing inhibition, however, the patient did not experience asystole as a result. In addition to a suspected setscrew anomaly, a lead to device header insertion/connection anomaly was suspected.